Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had symptoms such as headache. The customer treated with manual injections. Customer's current blood glucose value was 336 mg/dl and the blood glucose was 496 mg/dl at the time of incident. Troubleshooting was performed. The customer admitted to hospital on (B)(6) 2017. The blood glucose value when admitted to hospital was 496 mg/dl. The customer complained about hyperglycemia. The customer was off the pump prior to hospitalization for less than 48 hours. Drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to check basal rate settings for accuracy. Customer declined to check bolus wizard settings for accuracy. Customer assisted to perform displacement test and was passed. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.